Event description:
(B)(6) 2014 - customer (wife & mother) reported the following: daughter reacted to fabric upc (B)(4). Husband also reacted to clear spot upc (B)(4) adhesive bandages, however, the wife uses the product with no issues (refer to MDR 1038758-2014-00041). Customer reported that the reaction was on the adhesive part of the bandages. (B)(6) 2014 - customer has not sent samples back or provided additional information.